Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarm and resumed insulin delivery multiple times. The customer changed the cartridge, infusion tubing and site. The customer's blood glucose (bg) level was high and after a correction bolus dropped to 30 mg/dl. The customer consumed glucose tablets to correct the low bg level. As the occlusion alarms had occurred in the past, a system check to determine a possible cause of the occlusion was unable to be performed.